Event description:
The hospital is in receipt of a correspondence from 3m concerning a report of an alleged injury involving their product. A bair hugger forced air warming unit was utilized during the patient's right total knee replacement approximately four years ago. The patient subsequently developed a prosthetic joint infection, which necessitated the removal of the hardware three years ago and the placement of a spacer more than 2 ½ years ago. It is my understanding that the patient is alleging that the infection was connected to the bair hugger.